Event description:
It was reported that a pt underwent a hysterectomy procedure on (B)(6) 2010 and suture was used. During the procedure, the needle point broke. The broken piece did not fall into the pt. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.